Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they recently had dental work and the retainer on top doesn't fit well putting pressure on their center teeth in the front and causing a little crack in one of them. This is a contraindicated patient.